Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a crack in the reservoir compartment. The customer's blood glucose level was unknown. The customer stated that the lip of the reservoir compartment is spreading down the side of the pump. The customer stated that the o-ring was sticking out when she could not get the reservoir back into the pump. The customer was advised to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.